Event description:
It was reported that this pump "kept turning" and the physician had a difficult time getting the needle in the pump. No other problems were noted and the pump was reported to have been replaced due to the battery. It was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the hcp did not have any issues filling the pump. The pump was secure and had not flipped.